Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported the external equipment was acting up, and the patient stated when they set the stimulation to 4, then it would jack up to 6 to which they would vibrate like crazy. The patient stated it's never been consistent when laying down or sitting up. The patient mentioned they noticed this issue when they were at the dentist chair and noted the stimulation jacking up happens periodically. The issue began a week or so ago. The agent walked the patient though checking settings; the patient confirmed adaptive stimulation was turned on, and the agent instructed the patient to turn adaptive stimulation off since patient noted they set the stimulation settings themselves. The agent reviewed with the patient to monitor and to call back if further assistance was needed or follow up with their hcp to further address the issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.